Event description:
The lead was returned and analyzed. Only approximately 5 cm of the lead assembly was returned for analysis in two pieces. Results of the product analysis of the portions of the returned lead found no evidence of the reported lead break. The condition of the lead portions returned are consistent with conditions that typically exist following an explant procedure. The connection between the setscrew and lead pin showed evidence that proper mechanical and electrical connection was present. No discontinuities were identified. Because only a small portion of the lead was returned, the reported lead break was not confirmed. The cause of the reported high impedance, lead break, and increased seizure is unknown. The cause of the lead break is unknown. The cause of the reported high impedance was likely due to the lead anomaly. Possible lead break causes include: mechanical failure, implant technique (use of suture, no strain relief) "twiddler"(twisting of the lead) violent seizure, or physical injury/accident.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient did not report any recent injury or trauma that may have damaged the ncp system. Stimulation was discontinued at this office visit because the patient was complaining of pain. The patient was hospitalized that same day due to an increase in seizure activity above previous efficacy with the vns therapy but not above pre-vns baseline frequency. Pre-vns seizure frequency is reported to be 6 seizures per day. With the vns therapy, the patient's seizure frequency was reduced to 1-3 seizures per day. The patient was hospitalized as a precaution due to a recent increase in seizure activity to 4 seizure per day. Review of x-rays by treating neurologist revealed 'a fine break along the lead'. During hospitalization, the patient's lyrica dosage was increased form 50mg tid to 100mg tid. While hospitalized, the patient underwent ncp system replacement surgery due to apparent lead fracture. The patient's seizure rate has returned to previous vns therapy efficacy levels since ncp system replacement surgery.